Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an error code appeared on one module before the procedure began. Troubleshooting started with reviewing the system logs and verifying the error on that module. A reboot with a hard power cycle was then performed, but it did not resolve the issue. The team then switched to another system and completed the procedure robotically as planned without patient harm. The procedure was completing as planned with no reported injury.